Event description:
Additional information received from the manufacturer representative reported that the patient did not experience any falls or traumas and, according to the patient, there were no unusual movements or movement into an unusual body position prior to the loss of stimulation. Reprogramming was attempted, but the impedances were high. The impedances were greater than 10,000 ohms at 0.7 volts and greater than 40,000 volts at 3 volts.

Manufacturer narrative:
Concomitant medical products: product ID 37081, serial# (B)(4), product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 37081, implanted: (B)(6) 2014, product type: extension.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient experienced a loss of stimulation. No cause was determined. An x-ray was done and the extension was found to be broken. No interventions had been taken, but a revision to replace the extension was planned for (B)(6) 2016. The issue was not resolved. The patient was alive with no injury.

Manufacturer narrative:
Correction: please note that result code no longer applies to this report. Device evaluation: analysis of extension (B)(4) found all conductors were broken 5.7 cm from the distal end.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep confirmed that the lead replacement surgery occurred on (B)(6) 2016. Replacement of the lead resolved the high impedances.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) additionally reported that the patient will not undergo surgery before november.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.